Event description:
The customer reported an axsym bhcg result of 518 miu/ml in 2001 on a pregnant pt whose bhcg result three days prior was 680 miu/ml. Two days later, the pt was tested again yielding a result of 6,200 miu/ml. The sample from 2 days prior was recentrifuged and retested yielding a result of 3,369 miu/ml. The issue was resolved by increasing sample centrifugation time (preventing fibrin in the sample) and replacing/recalibrating axsym processing and sampling probes. No impact to pt management was reported.